Event description:
Patient reported "right side, rupture". Healthcare professional confirmed rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation. Based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during the analysis. Crease/folding of implant: observed creases on the device. Additional observations: no other observation observed.

Event description:
Patient reported "right side, rupture". Healthcare professional confirmed rupture. Device has been explanted and replaced.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.